Event description:
It was reported, that during a thr surgery, an offset reflection cup positioner/impactor broke off. Instruments were outside the patient. Surgery was completed with the same device, without any delay. No harm to the patient or any further complications reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection was conducted and confirmed that the offset reflection cup pos/impactor is damaged. The end piece is broken off which causes it to not properly function. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. . This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.